Event description:
It was reported that the right atrial (ra) lead channel of this pacemaker system showed loss of capture (loc). It was also stated that the ra automatic threshold (raat) test had been suspended resulting in a high capture threshold output. Technical services (ts) examined the presenting electrogram (egm) and confirmed atrial loc. The output was turned down in clinic. It was noted that this patient is pacing dependent and has an atrial escape rhythm. Ts found that the raat had been suspended due to low evoked response. Reprogramming options were discussed as troubleshooting. The output was adjusted in clinic. No adverse patient effects were reported. Currently, this pacemaker remains in service.